Event description:
The customer reported that the disposable insert had split while being used with the fluid warmer. The customer reported that the theratre staff had disconnected the fluid warmer and used a new insert. The customer reported that there were no adverse consequences for the pt. The customer added that the disposable insert would not be available for investigation.

Manufacturer narrative:
The customer added that the disposable insert would not be available for investigation. The reason for the serialization starting with 90xxx is to provide clarification following a change in strykers electronic complaint systems.